Manufacturer narrative:
Blood was observed on the adhesive pad and adhesive welds. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula. The formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/ bruising could not be conclusively determined. In addition, no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported that the pod leaked insulin during wear and there was evidence of blood. As treatment, a new pod was applied.